Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es used in this incident, it was determined that the auxiliary height legacy drawer did not detect in the old bus. A field service engineer removed the back panel and noticed the drawer board led did not blink, and the flat flex cable was not connected to the controller board. The engineer replaced the flat flex cable to resolve the issue. A field service engineer tested the drawers in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where auxiliary drawer 2 was not detected on the bus. The customer had performed a station reboot followed by recover storage space, but issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.